Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual evaluation of the provided photo found the packaging was previously opened. A hair-like fiber was found on the device. As the product was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was found on the liner from the packaging and surgeon chose to not use the liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hair is no longer on the liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.